Event description:
Patient spontaneously called and said she had a high pressure alarm. There could be a blockage. The tubing could be kinked or clamped. She should check her tubing. If the tubing is fine. She should still replace the tubing. Sometimes tubing is defective. Patient said high pressure alarm stopped and now the pump is reading 99ml as the remaining reservoir. Patient is at pump rate of 59ml/24 hours. She changed her cassette some time yesterday. Told her she uses about 2.8ml/hr., so she should have used more than just that. There must be something wrong with the pump. I would change it with the other pump she has and change the tubing. Patient said she called her nurse again. I said she can but nurses are always available 24 hours. Patient asked if she needs a new pump she should call back. I told her we are closed now. If she could call us in the morning we can set up a delivery for a pump replacement for her. Patient disconnected. Strength 1.5mg/ vl. Dose 59ml/ 24 hours. Frequency continuous. Route sq. Dates of use: unk to current. Diagnosis or reason for use: cor pulmonale (chronic). Reported to (B)(6) by patient/caregiver.